Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose level was 214 mg/dl. Supply changes were performed resolving the past occlusions. During troubleshooting for the current occlusion alarm, a new cartridge was loaded and the pump performed as intended. Insulin deliveries were successfully resumed after troubleshooting was performed.